Event description:
The ventilator was inflating patient's lung beyond safety point and did not stop inflating. Physician was present at the time of incident and took the ventilator off from patient before onset of adverse event. Additional information regarding identity was unable to obtain.